Event description:
It was reported that the patient's extension and implantable neurostimulator (ins) were explanted due to infection. It was noted th at the hcp had reviewed their operating room methods numerous times but found nothing that they had done differently. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead: model: 3387s-40, lot#: v836495, implanted: 2012 (B)(6),explanted: unk. Extension: model: 37085-60, serial#: (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). Programmer: model: 37642 serial#: (B)(4). (B)(4).

Event description:
Additional information requested reported that the patient was administered perioperative antibiotics and the onset of the infection was (B)(6) 2012. It was noted that the patient's symptoms included redness, swelling and drainage. It was also indicated that there was an incisional wound opening at the left connector site. It was reported that a culture obtained from the patient's device pocket revealed a (B)(6) infection, but the primary location of the infection was unknown. It was further noted that the patient was treated with IV antibiotics and a partial device system explant. The provided patient outcome revealed that the infection was resolved.

Manufacturer narrative:
(B)(4).